Manufacturer narrative:
Evaluation: results: visual inspection of the returned product showed a reddish residue on the lens and a piece of a haptic plate was torn off and missing. Both sides of the optic/haptic were checked for sharp/rough edges and found to be acceptable.

Event description:
It was reported that the surgeon inserted an aa4204vl silicone plate lens and the patient's capsule tore upon insertion. The lens was removed, a vitrectomy was performed and an acl was implanted. The reporter stated the patient was taking flomax which makes the iris floppy and difficult to perform cataract surgery. This information was not disclosed prior to surgery. Consequently, the reporter stated the incident was due to the condition of the patient's eye and not related to any of staar's products.